Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the patient received a vyepti infusion at home by option care health. The webcol alcohol prep pads used to prepare for the infusion needle was one of the recalled boxes. The patient had a red rash go up her arm a couple of days after the infusion which was on (B)(6) 2026. The rash was approximately an inch wide and almost encircled her arm just above the infusion site. Her pcp put her on two antibiotics, and it took two weeks to get it almost cleared up. On (B)(6) 2026, the customer stated that the vyepti was administered to address migraine headaches. The rash appeared following the administration of the vyepti. One antibiotic given to address the rash was doxycycline but she is not certain about the other.

Manufacturer narrative:
A non-conformance record review for the reported lot number was conducted. All in-process and final acceptance inspections were performed in accordance with established procedures. Inspection results were within acceptable limits, and no manufacturing or inspection anomalies related to the reported issue were identified. Samples were provided for evaluation, but the reported issue could not be observed at this time. However, a corrective and preventive action has been initiated to further investigate the reported issue. We will continue to monitor and take additional actions, as applicable.